Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4). The device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Tumor in-growth through the stent is listed as a potential adverse event in the dfu for this product as a potential post stent placement complications related to the use of this device. Therefore, the most probable root cause is anticipated procedural complication.

Event description:
This is one of two reports related to the same event (MFR. Report # 3005099803-2014-01238 and MFR. Report # 3005099803-2014-01239). It was reported to boston scientific corporation that two ultraflex esophageal distal release stents were implanted during two stent implantation procedures performed in (B)(6) 2013 (exact dates unknown). According to the complainant, the stents were placed to treat a stricture in the esophagus. Reportedly, the patient's anatomy was tortuous and had not been dilated prior to the procedure. The first stent (the subject of MFR. Report # 3005099803-2014-01238) was implanted without any issues in (B)(6) 2013 (exact date unknown). Post procedure, the patient had difficulty in having food or drink to pass through the esophagus, due to ingrowth. The physician chose to place a second stent (the subject for MFR. Report # 3005099803-2014-01239) to cover within the occluded first stent in (B)(6) 2013 (exact date unknown). Following the second stent placement procedure, the physician noted an ingrowth of tissue at the distal uncovered portion part of the stent (exact date unknown). On (B)(6) 2014, the physician implanted another ultraflex esophageal stent to treat the ingrowth during a stent-in-stent procedure. There were no patient complications as a result of this event.